Event description:
It was reported that, while in use on a patient, this 980 ventilator alarmed, the graphical user interface (gui) display was blank and smoke was emitting from the front of the breath delivery unit (bdu) of the ventilator. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this pb980 ventilator alarmed, the graphical user interface (gui) display was blank and smoke was emitting from the front of the breath delivery unit (bdu) of the ventilator. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the gui blank issue but not the smoke issue, and replaced the breath delivery (bd) power controller printed circuit board assembly (pcba), bd power distribution pcba and the direct current (dc) dc converter pcba. When the unit was turned on for testing after the afore mentioned parts were replaced, the sp observed smoke coming out of the gui lower vents. The sp found the capacitor c174 on the gui ui (user interface) pcba had thermal damage and therefore replaced gui ui pcba to solve this issue. The device passed all the required and calibrations and tests as per the manufacturer's specifications at the time of service. The cause of the reported event was isolated in the field to a potential fault in bd power controller pcba, bd power distribution pcba and/or dc-dc converter pcba. The smoke event that occurred during servicing of the unit was isolated in the field to a potential fault in the gui ui pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluation code result additional code added h3: device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this pb980 ventilator alarmed, the graphical user interface (gui) display was blank and smoke was emitting from the front of the breath delivery unit (bdu) of the ventilator. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the gui blank issue but not the smoke issue, and replaced the breath delivery (bd) power controller printed circuit board assembly (pcba), bd power distribution pcba and the direct current (dc) - dc converter pcba. When the unit was turned on for testing after the afore mentioned parts were replaced, the sp observed smoke coming out of the gui lower vents. The sp found the capacitor c174 on the gui ui (user interface) pcba had thermal damage and therefore replaced gui ui pcba to solve this issue. The device passed all the required and calibrations and tests as per the manufacturer's specifications at the time of service. One dc-dc pcba and bd power controller pcba were returned to medtronic for further analysis. The components were visually inspected and functionally tested with no malfunction or product deficiency observed. One bd power distribution pcba was received for failure analysis. Visual inspection of the returned bd power distribution pcba found damage to resistor (r6 and r61). Analysis concluded the returned bd power distribution pcba to be faulty. One ui pcba was returned to medtronic for further analysis. Visual inspection of the returned pcba found the capacitor (c174) reference designator was damaged. Analysis determined the ui pcba faulty. The cause of the gui display blank and smoke emission was isolated to a faulty capacitor (c174) in ui pcba which likely cause damage to resistor (r6 and r61) in bd power distribution pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.